Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient could not recall the exact day of their hospitalization. The patient did not know their specific blood glucose (bg) levels but stated that they were high. The duration of pod use was requested, but not available. The patient reported that they didn¿t experience any other symptoms. The patient was treated with intravenous insulin until their bg levels were lowered. The patient was released on the same day.